Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.

Event description:
It was reported via the customer that the bur broke in the attachment. It was also reported there were no delays, no patient involvement and no adverse consequences as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Additional information: h6 the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported via the customer that the bur broke in the attachment. It was also reported there were no delays, no patient involvement and no adverse consequences as a result of this event.